Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health care professional "today ((B)(6) 2021) while placing a PICC line, I was unable to visualize a ECG from the PICC. An ECG was visible from the patches that were placed, but not from the PICC line. The PICC line was placement uneventful. I was able to see the PICC follow the vein around the shoulder and down(ish) the svc. While securing the PICC, the wire was removed and it was observed to be broken, cracked but not unwound or frayed. The wire was broken about 1 ½ inches from the end. X-ray was needed to confirm tip location of PICC line. PICC is a 4fr. Single, solo. Lot number (B)(4) expires 3/31/2022." Additional information received 03/26/2021: was there patient harm reported?: no what they¿re being treated for: infected knee prosthesis